Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that prior to deploying the valve the patient went into asystole. Also had a length of the membranous septum was 3.5 mm which may have contributed to the reported event. The final implant depth was 5 mm from the non-coronary cusp (ncc) and 5 mm from the left coronary cusp (lcc). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. It is possible that the event is related to the patient condition. However, this cannot be confirmed. The reported intervention was under case-specific circumstances, as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the membranous septum was 3.5mm. During the procedure, prior to deploying the valve the patient went into asystole. A temporary pacemaker was inserted. The valve was implanted with an implant depth of 5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). At the end of the procedure the patient's rhythm was sinus bradycardia. At the end of the day the patient's heart rate and blood pressure returned to baseline. The patient continued to have bouts asystole. On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable. The user believed the patient went into asystole because of the device.